Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The commander delivery system was returned to edwards lifesciences in the unlock position with the full loader assembly over the flex shaft and no fine adjust or flex used. A kink was noted on the balloon shaft due to packaging. During visual inspection a longitudinal balloon burst was confirmed along the entire length of the balloon. No relevant functional testing was able to be performed due to the condition of the returned device (balloon burst). The complaint was confirmed visually. Single wall thickness of the inflation balloon near the observed burst was measured. Thickness measurements deviating from the specification could contribute to the reported event and/or be indicative of a manufacturing non-conformance. All measurements met the specification. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The balloon burst was confirmed per the visual inspection of the returned devices. However, no manufacturing non-conformance was identified during the product evaluation. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. As reported in this complaint, 'balloon rupture attributed to calcified annulus and stj.' It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. It should be noted that these mitigations are still in place. However, a definite root cause was unable to be determined. Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. The risk of experiencing difficulty and/or inability of inflating the balloon and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to properly prepare the system and inflation/deflation techniques in the. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with the inability to inflate the balloon.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, the delivery system balloon ruptured during deployment of the s3 valve during a tf tavr case. The valve was well positioned, with a mild leak. The balloon was removed through the esheath without difficulty. The balloon material appeared to be intact. The valve was post-dilated with an additional delivery system. The result was good. There was no harm to the patient. As per medical opinion, balloon rupture attributed to calcified annulus and stj.